Manufacturer narrative:
Invacare awareness date is (B)(4) 2013. Complaint was not given to regulatory affairs for processing until (B)(4) 2013.

Event description:
The dealer reported that the seat on the rollator is broken. This issue could cause product instability and the ability for the seat to maintain its weight bearing capacity, causing the user to fall and be injured.